Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an abrupt increase in pace threshold measurements in clinic. Surgical intervention was taken to revise the lead. While trying to reposition the lead it was noted that there was difficulty extracting and retracting the lead helix. The lead was explanted and replaced. No additional adverse patient effects were reported.